Manufacturer narrative:
Section d9 was updated due to part return additional codes added to section h6 evaluation code result and component code. H3: device evaluation summary updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, during preventive maintenance, this 980 ventilator emitted smoke while performing the battery test portion of the extended self test (est). The device was available for evaluation. The medtronic service personnel (sp) while performing preventive maintenance found the unit emitted smoke while performing battery test portion during est. Sp checked and found the ventilator would not power on with a continuous audible tone and a faulty user interface (ui) printed circuit board assembly (pcba) with capacitor c174 burnt. To solve the issue, sp replaced the ui pcba. Sp further found codes battery related failure in memory and replaced both the breath delivery (bd) and compressor primary batteries. The ventilator passed all the tests and calibrations as per the manufacturer's specifications at the time of service. Two batteries were returned to medtronic for further analysis. Visual inspection showed no anomalies. The returned batteries were inserted into the test ventilator and analysis found the red battery fault indicator was triggered. Bqwizard analysis showed that the reported event was due to a hardware short circuit (hsc). The analysis determined that there were faulty batteries. One ui pcba was returned to medtronic for a failure investigation. Visual inspection of the ui pcba found thermal damage with a faulty c174 capacitor and residual markings adjacent to the capacitor. The cause of the event was isolated to a faulty capacitor (c174) in ui pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventive maintenance, this 980 ventilator emitted smoke while performing the battery test portion of the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
H3: device evaluation summary medtronic conducted an investigation based upon all information received. It was reported that, during preventive maintenance, this 980 ventilator emitted smoke while performing the battery test portion of the extended self test (est). The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp checked and found the ventilator would not power on with a continuous audible tone and a faulty user interface (ui) printed circuit board assembly (pcba) with capacitor c174 burnt. To solve the issue, sp replaced the ui pcba. Additionally, the sp found the battery related failure codes in the ventilatory memory logs as an additional issue and replaced both the breath delivery (bd) and compressor primary batteries. The ventilator passed all the tests and calibrations as per the manufacturer's specifications at the time of service. The batteries have been received by medtronic and are under analysis. The likely cause of the event was isolated in the field to a faulty capacitor in ui pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.